Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon was activating the device and the tissue pad fell off. It was retrieved and has been returned with the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.